Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for resetting the pump, and after completing the reset, the caller successfully started their sensor session without encountering the error again.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.